Manufacturer narrative:
Additional information: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay using a direct tested nasal swab sample on (B)(6) 2022. Confirmation pcr testing was peformed (B)(6) 2022 which generated a negative result. (Platform and CT values unknown) no additional information was received.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m208074 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190j-000 / lot m208074and test base part number 190-430 / lot m208074. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m208074 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not returned for analysis. However, a possible assignable root cause is patient sample interference.